Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were not loading into the grooves of the jaws. On the first few firings of the device, when closing the clips on the cystic duct, the clips were scissoring. When releasing the handle, the surgeon said it was not smooth and it would stick. It was not known if a cholangiogram was used with this procedure. The case was completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Lockout premature, damaged latch post, jaw misaligned. The analysis results of the er320 device found that it was received with the lockout mechanism prematurely activated. In addition the jaws were found to be misaligned. Possible causes for the condition found m. Ay be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. Furthermore, 1 clip was found in jaws. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device, the latch was found to be bent causing the premature activation of the lockout mechanism. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. Additionally 18 clips were found in clip track. The batch record was reviewed and no anomalies were noted during the manufacturing process.